Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. They used two other programmers and the device could not be interrogated. The patient reported recently under going an MRI. No patient symptoms or additional information was reported.